Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as it exhibited sensing issues, due to physician's discretion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as it exhibited sensing issues, due to physician's discretion. The physician felt more comfortable replacing the whole system with an epicardial one instead of repositioning the atrial lead. The patient was having open heart surgery for a maze procedure when the decision was made. This device is not expected to be returned. No additional adverse patient effects were reported.